Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was extracted due to endocarditis. Upon the extraction the helix failed to retract. The helix was finally freed from the endocardium by twisting the lead body. No additional adverse patient effects were reported. The lead will not be returned as it was being sent to the microbiology laboratory.